Event description:
It was reported to our country rep in (B)(4) from a vns implanting hospital that there was a pt that had their entire vns explanted related to a severe case of granulation in the tissue around the cicatrice/scar after vns implantation. The vns products have been discarded and will not be returned for product analysis. Good faith attempts have been made and thus far no further info has been attained.